Event description:
Patient had a right total hip in 1996, over the last 18 years the poly has be wearing eccentrically, cause minor pain in the hip, doctor opted to do a polyethylene exchange and a femoral head exchange. Due the amount of osteolysis around shoulder of femoral stem doctor bone grafted with cancellous chips to rebuild structure around stem, stem was solidly ingrown along with acetabular shell.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26-58/60 26mm liner 10 degree series 2. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.